Event description:
According to the event description: "medication was prepared for infusion over 4 hours, and the infusion took place in 1 hour."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: space perfusor, 8713030, serial no.: (B)(6). History files inspection: in the usage history for 12/21/2025, there is no record of a 45ml volume programmed. There is no record of a 45ml volume programmed in the entire usage history of the equipment. The medication hizentra is not selected in the entire usage history of the equipment. There was only one medication selection in the equipment's drug library in the history, abbreviated name "precedx" on 11/01/2025. On 12/21/2025, at 6:22:29 pm, the user programmed a volume of 20ml; at 6:22:35 pm, they programmed a time of 4 hours and a flow rate of 5ml/h. Syringe selected by the user: b. Braun omnifix 20. The user started the infusion at 18:22:36 and finished it at 19:28:14. The equipment reported that the syringe was empty. Total volume infused: 5.49 ml. At 19:35:21, the user selected the b. Braun omnifix 10 syringe. At 19:35:40, they programmed a volume of 10.51 ml. At 19:35:53, they programmed a time of 30 minutes and a flow rate of 21.02 ml/h. The user started the infusion at 19:35:54 and finished it at 20:35:52. The user did not reset the total volume already infused of 5.49 ml. The equipment reported that the syringe was empty. Total volume infused: 17.5 ml. We found no evidence of any error in the infusion time. The equipment functioned correctly according to the user's settings and actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: test 01: an infusion was performed using the second-to-last program created by the user on 12/21/2025, to check the accuracy of the device. The programmed volume was 20 ml, with a programmed flow rate of 5 ml/h, in 4h00min. The volume infused was 20 ml with an error of 0.0% and the infusion time was 03h59min57 with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec 60601-2-24). Test 02: an infusion was performed using the last program set by the user on 12/21/2025. To check the accuracy of the device. The programmed volume was 10.51 ml, with a programmed flow rate of 21.02 ml/h, in 00h30min. The volume infused was 10.50 ml with an error of -0.1% and the infusion time was 00h30min01 with an error of +0.1%. The test was approved (system accuracy is typically ±5% of volume, according to iec 60601-2-24). Conclusion: the technical defect could not be confirmed. The infusion occurred exactly as programmed and according to the user's actions. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.